Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): too fast flow rate. Empty in 18 years instead of 24. Pump as were filled with 50ml (furosemide in nacl 0.9 percent).

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reference importer # (B)(4).